Event description:
It was reported that the camera head was not working during a routine inspection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding due to cable cut and dirt on focus ring. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not working during a routine inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working during a routine inspection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation, but instead there was an on-site inspection by the fse and the customer's allegation was not confirmed. Based on the results of the investigation, it is most likely that the cause of the malfunctions is traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.